Manufacturer narrative:
Received one used list# 011-am6111, 18 cm (7") pur smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave®, rotating luer; lot# 14071984 no visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The sample leaked at the connection of the tubing and the manifold. The probable cause of the leak is from an incomplete insertion during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process. D9 device returned to MFR on 4/9/2025.

Event description:
The event involved a 18 cm (7") pur smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave®, rotating luer where the customer reported a leak at the connection between the valves and the end of the tubing. The incident occurred at the hyperbaric intensive care unit. Drops of 5% glucose were observed on the sheet; the 5% glucose was delivered through that line. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.